Event description:
Nellcor puritan bennett received a report from a respiratory therapist of a n-395 unit in use on a child where the child had desaturated and the parent stated that there was no audio alarm. Parent had called 911 emergency, but the child was not admitted to the hospital. Therapist has reported that the unit has been tested and the alarm functions as expected.

Manufacturer narrative:
Nellcor puritan bennett has requested that the unit be returned for evaluation.